Event description:
It was reported that a user newly trained on the ilet experienced sustained hyperglycemia, with a fingerstick-confirmed peak blood glucose of 536 mg/dl despite multiple infusion set and supply changes and no observed set kinking or leakage; the user ultimately discontinued the ilet and resumed a prior pump while awaiting follow-up training. Symptoms included not feeling well, tiredness, and nausea, with no loss of consciousness and no diabetic ketoacidosis reported; ketone testing at one point was negative. Outcomes included prolonged elevated glucose readings above 180 mg/dl for several hours, device alerts for prolonged hyperglycemia, no use of backup subcutaneous insulin pen therapy during the initial episodes, and no professional medical intervention or hospitalization. Investigation included remote troubleshooting and user education, repeated guided supply changes, and follow-up monitoring. Investigation of this case revealed persistent hyperglycemia with unclear etiology, with no confirmed device alarm or mechanical failure and no evidence of infusion set leakage or occlusion during observed changes. It was concluded, based on previously established findings for similar reports, that the cause was unclear and additional user training was indicated.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.